Event description:
It was reported that the pump touch screen was unresponsive and unreadable. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.